Manufacturer narrative:
Ge healthcare recommended replacement of the display central processing unit. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/31/2018 phone call, 09/04/2018 phone call, 09/05/2018 phone call.

Event description:
The hospital reported that, during a case, the unit displayed a ram memory failure. There was no reported patient injury.